Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 27, 2009, the lay user contacted lifescan alleging the error 1 message appeared on the display of the one touch ping meter. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. The user denied suffering any symptoms. Since the user alleged the error 1 message appeared on the meter display, this complaint is being reported. Replacement products were sent to the user.